Manufacturer narrative:
The field service representative (fsr) resolved the issue by replacing the ict preamp (rohs) board. No additional discrepant result issues have been reported since the service activity was completed. The ict preamp (rohs) board was determined to be the cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module. The results were not reported out of the lab. Customer was able to provide the following 4 results: 198.3, >200, >200, 158. Those samples were retested on another c-module, presenting all values on the range (one retest value was provided sid (B)(6) retest result was 140.6 mmol/l). No impact to patient management was reported.